Event description:
The customer reported a leak of approximately two (2) cubic centimeters coming from under the coulter lh 750 hematology analyzer. The customer reported no aspiration errors were observed. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, face shield, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found that pinch valve vl57a was not opening completely causing the needle waste to overflow. Pinch valve vl57a provides vacuum to drain the waste from the needle to the waste chamber. The fse replaced pinch valve vl57a which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).